Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2026 and suture was used. During the procedure, pregnant woman g3p039+3 weeks, with regular uterine contractions at 20:00 and a 1cm opening of the cervix at 22:40, was sent to the delivery room for labor. The pregnant woman underwent a perineal incision at 13:10 the next day and delivered a baby girl at 13:24, requiring suturing. When the first stitch was completed and ligation was performed, the suture broke. The doctor immediately replaced a suture and re sutured it .no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.